Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that two struts at the center of the stent were lifted. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The tip was kinked. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the severely tortuous and mildly calcified obtuse marginal artery. The lesion contained a <= 45 degrees bend. The target lesion was predilated using an unspecified balloon catheter. Then a 3.00mm x 32mm promus element plus stent was advanced but was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.